Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.68v with a charge time of 18.2 seconds. The charge time had been 11 seconds two months ago. A boston scientific technical services consultant discussed extended charge times during middle of life. A manual capacitor reformation was performed and the charge time increased to 21 seconds. A second capacitor reformation produced a charge time of 20 seconds, and elective replacement indicator (eri) was declared. The technical services consultant discussed that there was plenty of battery voltage remaining, but the charge times may continue to increase. End of life (eol) will be declared if the charge time exceeds 30 seconds. Device replacement was recommended, within the 90 day period as described by labeling. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the device remains in service without further complication. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information that this device had been explanted in (B)(6) 2013 and was returned for laboratory analysis in (B)(4) 2013. Initial analysis completed in our post market quality assurance laboratory determined this device did not meet longevity expectations. The device is undergoing detailed analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.